Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
End user is stating that his brakes are not working and not holding on his motor gearbox.